Event description:
It has been reported that the pt received a durom hip generic, right hip, on (B)(6) 2007, and complained after surgery "has never felt right." On (B)(6) 2009, the pt underwent revision surgery. The exact reason for the surgery was not reported.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of original implantation suggests that this case is related to the issues for which zimmer implemented a correction in 07/2008. Should additional information become available and/or the device(s) be returned for eval and an investigation result becomes available that changes this assessment, an amended medical device report will be submitted. Zimmer ref number: (B)(4).